Manufacturer narrative:
The doctor alleged the patient experienced an allergic reaction to the appliance. In a telephone conversation with the doctor, the patient has an allergy to nickel which was not conveyed to the doctor prior to treatment with the rpe. The appliance was removed and the patient is fine.

Event description:
Doctor alleged the patient experienced an allergic reaction to the rapid palatal expander.